Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed asked for help with arctic sun device was not working. They hooked up to shunt tube, but it was not working. Per follow up information received via email on 11sep2023, it was reported that they said that they read the manual and realized it was human error. The issue has been resolved. No additional information is available. No further follow up attempts required. Per follow up information received via phone on 16nov2023, it was reported that they were instructed to read the manual. After reading the manual, they reconnected the tubes and this resolved the issue.

Event description:
It was reported that the biomed asked for help with arctic sun device was not working they hooked up to shunt tube and it was not working.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.